Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter became stuck to the wire. The lesion being treated was a long lesion in the proximal right coronary artery (rca). The physician stented the distal aspect with the taxus express2 8.8% 2.5 x 24 mm stent successfully and deflated the balloon without incident. (This lesion was predilated with a ninja balloon.) The physician was able to remove the balloon from the stent back 2 cm when the balloon catheter became stuck on the bmw guide wire. The physician put in another bmw wire as a buddy wire down the balloon catheter in an attempt to free up the initial bmw, but the second bmw became stuck to the balloon catheter as well. The physician then pulled everything back and out of the pt without incident. The physician then stented proximal to the first taxus stent another taxus express2 8.8% 12 mm stent in an overlapping fashion. The pt was on IV integrilin (double bolus given), plavix and aspirin. The pt had previously been taking coumadin. The physician also put in a hepacoat stent and another taxus stent in the rca. The vessel became occluded so the physician then balloon dilated the entire rca. The pt had an inferior mi. After the balloon dilatations, sluggish flow was observed. The pt was sent to the ICU on IV integrilin where a few hours later, pt went into cardiac arrest. The thought was the rca occluded with thrombus again. As of the date of this report, the pt has been weaned off of the ventilator, but remains in ICU. There are no plans to reintervene on the rca. The current status of the pt is serious.